Event description:
It was reported that this right atrial (ra) lead recorded a signal artifact monitor (sam) episode due to oversensing of minute ventilation (mv) chop and exhibited a high out of range pacing impedance greater than 3,000 ohms. The mv sensor was disabled by the sam episode. It was noted power consumption and longevity were stable. Technical services (ts) suspected a broken outer conductor and recommended bringing in the patient for testing. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was explanted but was not returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review information confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code cause not established was assigned, because the specific cause could not be determined.

Event description:
It was reported that this right atrial (ra) lead recorded a signal artifact monitor (sam) episode due to oversensing of minute ventilation (mv) chop and exhibited a high out of range pacing impedance greater than 3,000 ohms. The mv sensor was disabled by the sam episode. It was noted power consumption and longevity were stable. Technical services (ts) suspected a broken outer conductor and recommended bringing in the patient for testing. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.